Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. The customer reported having symptoms of nausea, body and stomach aches. The customer was not wearing the insulin pump for 30 minutes prior to the time of hospitalization. Customer was treated with manual injection. Troubleshooting was declined. Customer requested the insulin pump be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test, and all operating currents were within specification. The off no power alarm functioned properly. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, a scratched case and a cracked reservoir tube lip.